Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. No fault was found. The fse reconnected the lcd screen cable and test functions were executed normally. All parameters and indicators met factory requirements. The iabp can be used clinically.

Event description:
N/a.

Event description:
It was reported that after startup when nurses regularly perform self-check, the cs100 intra-aortic balloon pump (iabp) screen cannot be displayed after power on. Iabp was turned off and on and then started normally. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.